Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. The alert indicated non-sustained right ventricular lead noise. Stored egms confirmed oversensing. Programming changes were made and the patient will be monitored remotely. No further issues have been reported.